Manufacturer narrative:
The customer reported that the central nurses station (cns) will go into communication loss 10-20 times per hour, only lasting a very short amount of time. Customer stated they would call back if changing the ports on the switch and power-cycling the device did not resolve the issue. The customer did not send the device in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) will go into communication loss 10-20 times per hour, only lasting a very short amount of time.